Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: cause not established. In addition, the following reportable malfunctions were identified during the device evaluation: -device optics are not working cause no image of optical system of telescope due lens broken - light transmission is too low cause light fibers broken. - sharp edges on outer tube of telescope - dent on edges and bent outer tube should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during reprocessing. The subject device optics were not working. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.